Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she wanted to know why the new and old hand controller did not work the way that they should when someone else's controller worked with her battery.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the stimulator stopped working and they were not feeling stimulation. The patient stated she had tried two programmers with new batteries and was seeing poor communication. The patient tried to use the programmer without the antenna but she could not read the screen. The patient was using the antenna when she had the issues and was able to charge the stimulator with the recharger. It would not work with the antenna and a replacement was sent. Further information received from the patient reported that the replacement programmer did not resolve the issue. The patient reported that she was having the same issues as before and that this was the third programmer she had tried. The patient stated she was seeing the programmer not compatible screen. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.